Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the external threads of the inserter have deformations with nicks and gouges in multiple areas including the lead thread. There are nicks and scratches on the shaft of device. The strike plate end has indentation marks. No other damage was noted during visual evaluation. This device has an approximate field age of 2.5 years. Measurements were within limits. No evaluation of external threads performed due to visual damage present. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# 010000666 lot# j7675587 g7 pps ltd acet shell 58g. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inserter handle would not thread onto the new shell. The shell was successfully inserted with another handle. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d1; d2; d4; g3; g4; h2.

Event description:
No further information at the time of this report.